Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised due to instability and a cyst forming under the patellar component. The patient was revised from an 8x11 ps insert to an 8x11 ts insert and the 39mm symmetric patella was swapped for another of the same size. Aside from the provided primary usage sheet, rep confirmed that no further information will be released by the hospital or surgeon.